Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. There was no observed physical damage to the outside of the unit. There was no pt contact reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product shows the alarm powers on, but does not sound the alarm or the low battery indicator when it should. The fail safe and tone selector features do not work. The unit does not pass functional tests. The unit has physical damage the batteries snap cover is cracked. Note: posey instructions for use and proper handling. If the posey keepsafe is subjected to severe mechanical shock, such as a dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).